Event description:
Customer reported on (B)(6) 2023 from us customer alleged that the elvie pump has caused her burns. Customer mentioned that she booked a doctors appointment however did not respond back to customer care team confirming if she required any medical treatments.

Manufacturer narrative:
The customer care team have requested that the device be returned so that further investigation can be completed; a replacement pump has been sent to the customer. To date, the device has not been returned. In instances where a physical device is not returned, a remote heat check can be performed, which can provide further information on the temperature of the pump. In order to complete the remote testing, the customer must respond and provide relevant information for the task to go ahead. In this instance, the customer did not respond regarding further information or the return of the product and therefore no additional testing could be carried out. To remind the customer, an automated system sends out two follow-up messages so that they are encouraged to respond. In this instance the customer care expert (cce) also sent an additional follow-up email to the customer and a response was still not received. Therefore, it cannot be definitively concluded that the pump caused burns. If any information is received from the customer, which supports the investigation, a follow up report will be sent.